Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported via a regulatory agency left side "intracapsular rupture" and "major silicone gel perspiration", diagnosed via imaging. Later healthcare professional reported "texture implants" and "foreign body reaction to silicone was found, without lymphomatous infiltration". The device has been explanted and replaced with a non-abbvie device and it will be return.

Event description:
Healthcare professional reported via a regulatory agency left side "intracapsular rupture" and "major silicone gel perspiration", diagnosed via imaging. Later healthcare professional reported "texture implants" and "foreign body reaction to silicone was found, without lymphomatous infiltration". The device has been explanted and replaced with a non-abbvie device and it will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Granuloma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.3., h.6.